Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed unexpected restart and that they also experienced high blood glucose level of 600mg/dl. Customer declined to troubleshoot for high readings. Customer was assisted with alarm troubleshooting. Insulin pump history review confirmed alarm. Customer stated that insulin pump was not stored or not in use for an extended period of time and also stated that the alarm did not occur shortly after insertion of new battery. Customer stated alarm occurred during normal use. Customer was also assisted in low battery troubleshooting due to alarm being in the history. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected external ram crc error, unexpected restart, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.